Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in intermittent communication between the cgm and the pump; support guided the user to toggle settings and restart the ilet, after which glucose values displayed, and the user replaced insulin and resumed delivery, with glucose trending down from a peak of 305 mg/dl. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included no lasting health consequences or impact. User support included communication with the user and analysis of information provided by the user and internal logs. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the affected device component identified as the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.